Event description:
A customer reported a malfunction on the pump due to a momentary power loss to the vibrator motor, identified as malf 12. The incident did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support provided instructions to reset the pump, assisted the customer with the reset, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to call back if any issues reoccurred. There was no adverse impact to the customer¿s blood glucose level.